Event description:
After a guided procedure, it was found that the implant placement was outside of the planned path. A post operative assessment with the system's log files was completed. A slight handpiece rotation was determined to be the likely root cause of the event as it would explain the error during the landmark check and also why part of the implant was outside the buccal wall. The surgeon removed the implant and replaced it. No further medical intervention was reported as a result of this issue. The handpiece is a standard 3rd party instrument used with yomi not manufactured by neocis.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on 13th dec 2024.